Event description:
It was reported that the band tubing was kinked post implant a realize band procedure. The kinked tubing was removed and the band tubing was reattached to the port. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device remains implanted.